Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: hh90t02 (serial: (B)(6); product type: 2201-mobile platform; implant date: n/a; explant date: n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID: hh90t02 (serial: (B)(6); product type: 2201-mobile platform brand name: synchromed; product ID: a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid and an unknown drug for spinal pain indications. It was reported that the patient reported the personal therapy manager (ptm) took a long time to connect and got stuck at 90% since they got the implant. The agent assisted patient with clearing data on the handset and the patient was able to connect to ptm very fast. The issue was resolved through troubleshooting.